Event description:
During a generator replacement due to battery depletion on (B)(6) 2016 , high impedance (>10000 ohms ) was observed with a old lead connected to the new generator. Therefore a full revision was performed and both the generator and lead were replaced. The generator being replaced could not be interrogated due to battery depletion. After the lead change the subsequent diagnostics showed everything within normal limits. Additional information was received that the surgeon and company representative did all standard troubleshooting for high impedance and did double check the lead pin insertion to rule it out as the cause of high impedance. The explanted devices were received pm (B)(6) 2016. Analysis is pending but has not been completed to date.

Event description:
The reported "high impedance" allegation was not verified within the returned lead portions. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Analysis of the generator showed that the reported "end of service and low battery" allegations were confirmed in the pa lab; an open can measurement of the battery voltage determined that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The reported "failure to program" allegation was also duplicated in the pa lab and determined to be the result of normal battery depletion. A battery life calculation resulted in 2.20 years remaining before the eri flag would be set. However, incomplete programming history and diagnostic data indicate the calculation does not use all the data required to make an accurate estimation. The device performed according to functional specifications. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator.